Manufacturer narrative:
The reporter's meter and strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.3 inr all inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were observed in the meter¿s patient result memory except the result of 2.8 inr on obtained at 5:08 on the day of the event. Medwatch fields d10 and h3 have been updated.

Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Medwatch occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated he received discrepant results when testing with coaguchek xs meter serial number (B)(4). The patient had no symptoms of high inr. At 5:08, a sample from this patient was tested using the meter, resulting with a value of 2.8 inr. At 5:19, a sample from the patient was tested using the meter, resulting with a value of 2.7 inr. At 5:23, a sample from the patient was tested using the meter, resulting with a value of 2.0 inr. At 5:40, a sample from the patient was tested using the meter, resulting with a value of 2.5 inr. This value was reported to the patient's doctor. The reporter stated that the four measurements were performed using samples collected from two fingersticks, each one on a different finger. The reporter could not remember if the first three measurements were obtained with samples from the same finger or if the measurements were equally split between samples collected from each finger. The reporter stated he did not apply a sample to the test strip within 15 seconds of performing a fingerstick. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is once every two weeks.